Event description:
Procedure: gastrectomy. According to the reporter: an abnormal sound was noted during firing and it was difficult to open the jaws after firing. Staples did not form properly and tissue was not transected. Additional tissue was resected to remove the device manual suturing was performed. Surgery time was extended beyond 30 minutes. I was noted that the knife shaft was bent.

Manufacturer narrative:
Initial report sent to FDA on 11/02/2009.